Manufacturer narrative:
Block h6: the imdrf device code a150103 documents the reportable event of premature deployment within the esophagus.

Event description:
It was reported to boston scientific that a resolution 360 clip was used in the esophagus during a procedure on (B)(6) 2025. During the procedure, the clip was unpacked, and it was found that the clip had fallen off. The procedure was completed with another resolution 360 clip. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific that a resolution 360 clip was used in the esophagus during a procedure on (B)(6) 2025. During the procedure, the clip was unpacked, and it was found that the clip had fallen off. The procedure was completed with another resolution 360 clip. The patient condition at the conclusion of the procedure was reported to be stable. Update: additional information received on may 7, 2025, clarified that "it was already detached when unpacked from the packaging. " as a result, the event classification has been updated to reflect that the issue originated from a product defect rather than a deployment-related concern.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the event of clip being damage or defective.